Event description:
It was reported that the device button was sticking. The device was running continuously. No significant delay or patient injury were reported. Back up device was available.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of running continuously could not be reproduced due to jammed motor/gearbox. Product failed functional testing with blade stall error and overheating. Cause of blade stall (jamming) and overheating is a corroded motor/gearbox. The motor/gearbox assembly was removed from the housing and the gearbox was removed from the motor. The gearbox was found to be jammed. The complaint of sticking was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A blade stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.